Manufacturer narrative:
(B)(4)..

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -14.50/+1.5/091 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2022. Post-op, there was remaining pupil dissipation after an acute glaucoma attack. The lens remained implanted. This was the replacement lens for MFR. Report # 2023826-2023-00098. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
(B)(4).